Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump passed displacement test, rewind and basic occlusion test. No motor error alarm noted. Unable to prime during prime test due to faulty force sensor. Motor was tested outside the device and passed. Insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump was alarming motor error during bolus. During troubleshooting, customer stated that they do use the sensor feature and was able to rewind the insulin pump. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 82 mg/dl at time of reporting. Nothing further reported.